Event description:
Pt reported that in 2003 they were at work and was not feeling well (had a hadache and was vomiting). Pt was brought home by a relative, then they passed out. Pt was then taken to ER where they were treated for diabetic ketoacidosis (treatment received: IV insulin). Pt's blood glucose was determined to be 363 mg/dl. Pt was released from the hosp the next day.